Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the returned loan set was reportedly cleaned at the customer site and after return of the set, the received condition cannot be verified. The most likely cause of this report to be insufficient manual precleaning of the affected cannulated instruments within the loan sets in combination with a failure to detect the remaining contaminants during loan set inspection. As a result of this complaint (B)(4) was initiated.

Event description:
It was reported that loan set was delivered and it was found to be very dirty. One of the bone tap cannulated 6.00mm was very bloody. Was necessary to rewash twice the set to get rid of the soil. The planned surgery which should have been performed with the loan sets could be finished successfully in a different way. 02-june-2023 update dw further information were provided that only the lumen of the device ar-8956c-60t was contaminated.